Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, and documentation of the device was conducted during the investigation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The device was not returned, so a physical evaluation could not be performed on the actual device. A review of quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and two (2) non-conformances were noted, one of which may be related to the complaint failure and the appropriate personnel was notified. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. Per the risk assessment no further action is required.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the user facility that the physician performed a hysterosalpingography procedure using a cook silicone balloon hysterosalpingography injection catheter. The attending physician indicated that the balloon was inflated to less than the max pressure of 1ml of saline solution. The physician attempted to retract the saline solution from the balloon but it would not come out and the balloon would not deflate. Hence, the balloon had to be removed in the inflated state causing pain to the patient. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient receive any additional procedures due to this occurrence. No further information was provided.